Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that the patient had twiddler's syndrome and was flipping the ins. The surgeon had a case yesterday to explant and re-implant the ins. When they opened the pocket it was infected. The doctor did not implant the new ins. The caller did not know of any specific treatments for the infection. The caller stated that he was assuming the patient was treated with antibiotic. The caller state that the doctor expected to re-implant the patient after a couple of months. There were no further complications reported at this time.